Event description:
It was reported that the patient with this electrode had received four inappropriate shocks. The patient did not lose consciousness; during two of the shocks, they were asleep, and during the other two, they were sitting and watching television. Additional information provided from the field indicated the cause of the inappropriate shock episodes was due to oversensing of non-physiological noise and varying amplitude morphology measurements. The events showing non-physiologic noise might be indicating of an electrode integrity issue. X-ray imaging showed the electrode could be placed more optimally and was bent in the device pocket. No impedance values were reported to be out of range. The electrode remains in service and no additional adverse patient effects were reported.